Manufacturer narrative:
There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had cmap attenuation during ablation of rspv. No loss of phrenic nerve capture was noted, but there was a decrease in intensity. After extubation, diaphragmatic paralysis noted.

Manufacturer narrative:
The following correction is done in device manufacturers only - event problem and evaluation codes - device code - 2993. The device code was incorrectly listed as 1670 - 2017. The corrceted device code is 2993. There is no additional information for this adverse event. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had cmap attenuation during ablation of rspv. No loss of phrenic nerve capture was noted, but there was a decrease in intensity. After extubation, diaphragmatic paralysis noted.